Event description:
The patient had experienced poor spasticity control. A study was done; the date and results were not reported. A catheter revision was done to move the catheter tip from the thoracic region to the cervical region. The patient had a post-dural puncture headache that was corrected with a blood patch in 2009. The patient recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
.